Event description:
Pt had removal of silicone gel breast implants due to capsular contractures. Pt also complains of lumbar pain. The left capsule was dissected free but during manipulation for removal the implant ruptured. The entire surface of the implant was covered with a sticky material and the capsule is thick and calcified. The right capsule was also noted to be thick and calcified and during dissection, the capsule and implant were incised. The surface of the implant was covered with a sticky material. The pt had saline filled implants placed submuscularly.